Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx. Approximately 9 months post index procedure the patient suffered myocardial injury. Atrial fibrillation with rapid ventricular response causing type 2 myocardial infarction was reported. The patient was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device but not related to anti-platelet medication. Cec adjudicated non-q wave mi of unknown vessel, 3rd udmi spontaneous.